Manufacturer narrative:
Medrad sent the replacement parts to this customer. We have been unable to obtain the parts back for evaluation. As soon as we receive them and the failure analysis is complete, a follow-up report will be sent.

Event description:
Hospital reported they removed the infusion pumps from the charger and attached them to the brackets in the mr suite. Technologist did not double check the attachments of the pumps. The pt was placed in the head holder. The infusion system was placed near the magnet, but not directly next to the magnet. The pump located in the top bracket dislodged and attached to the magnet. Tech was able to pull the pump out of the magnet. No injury occurred.